Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the logs; however, the cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 08:49:57. No additional information is available.